Event description:
It was reported that the patient was doing okay after having been implanted for a few weeks. Her scars have healed well, but noted to still be red. No additional relevant information has been received to date.

Event description:
It was reported by the patient that she was having increased depression due to the appearance of the scars from the implant surgery. The patient stated she could not leave her house with a scarf due to the incision scars. It was later reported that the patient scars were healing well. No additional relevant information has been received to date.